Manufacturer narrative:
The balloon did not burst. No injury reported. Another everest device was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No damage was noted to the everest packaging. The device was removed from packaging per IFU with no issues noted. The device was inspected and prepped per IFU with no issues noted. The everest was being used to inflate a balloon. It is reported that when pressure was applied, the balloon inflated however the needle on the everest did not move. It is unknown how many atms the balloon inflated to.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as received the gauge needle was at 0 atm. The everest syringe body, tube and lure rotator/connector all appear undamaged and without defect. Closer visual inspection to the gauge detected no damage. A crack on the syringe body was detected, the crack was detected where the gauge screws to the syringe. During testing while using an in-house stopcock, the everest was pressurized resulting in the needle not moving. During testing water was seen dripping from the device. A leak through the crack on the syringe body was detected. The plunger was pulled back and the needle failed to return or move to red. The device failed to maintain pressure due to the leak detected on the syringe body. The gauge was removed, and a yellow substance appeared imbedded in the filter bore of the gauge was noted. A second gauge was set along with the returned for pressure resting the gauge, the in-house gauge needle moved while the returned remained stuck at 0 atm. If information is provided in the future, a supplemental report will be issued.